Event description:
The customer reported regarding sensor glucose versus blood glucose reading. Customer declined troubleshooting stated had already removed the sensor and turned off the sensor feature. Explained to customer when to calibrate and stated she calibrates when stable and about after 2 hours after meal. Customer received calibration error while on the call and declined to troubleshoot. Advised that the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.